Manufacturer narrative:
Continuation of d10: 5076-52 lead implanted: (B)(6) 2007, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they heard alert tones every four hours. The patient presented for review and a lead integrity alert (lia) was observed for the right ventricular (rv) lead which triggered for elevated sensing integrity counter (sic) and high rate non-sustained episodes. Rv lead oversensing was observed. It was noted that the rv lead did not appear to be in the best position. The rv lead remains in use. No patient complications have been reported as a result of this event.